Event description:
It was reported that a patient had an "infection in his urine" and was on antibiotics. The reporter stated that the patient didn't know if the infection was related to his device and the patient's healthcare provider didn't say if it was related or not. It was reported that there was a loss of therapeutic effect and a loss of bladder control. The reporter stated that in the last week prior to the report the patient noticed that he had to go to the bathroom every hour. It was reported that sometimes it was every two or three hours but the week had "been a bad week." It was noted that the patient could feel stimulation comfortably but was not getting the desired therapeutic effect. It was reported that the patient had no known falls or trauma and had been riding his bicycle in the morning. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va04clh, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received noted that regarding the cause of the event: the patient did not see improvement. Entire device removed: 2014-(B)(6). Hospitalization was not required. Patient outcome was noted as no injury. It was noted: patient did not get expected outcome. Patient was seen multiple times by representative and reprogrammed and checked with no improvement. The manufacturer's representatives saw the patient frequently and tried their best.